Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of the controller shocking while connected to the mobile power unit (mpu) was not confirmed. The mpu was tested under on (B)(6) 2019. The mpu was connected to a controller and ran with a pump on the mock-loop for several days without any issues. No electrical shocks were observed. A full functional checkout was performed. The unit passed all tests. The unit was returned with the new v-lock power cord to the customer site. A root cause of the reported event cannot be conclusively determined or correlated with the mpu through this investigation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate iii lvas instructions for use, rev. F, section 3 ¿powering the system¿ and heartmate iii lvas patient handbook, rev. F, section 3 ¿powering the system¿ instructs users on how to properly use and maintain their mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The shocks from the primary and backup controllers are reported under MFR. Report #2916596-2019-02664 and 2916596-2019-02665.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event: the shocks from the primary and backup controllers are reported under MFR. Report #... Manufacturer's investigation conclusion: the reported event of the controller shocking while connected to the mpu was not confirmed. The mpu was tested and the controller was connected to a controller and ran with pump on the mock-loop for several days without any issues. No electrical shocks were observed. A full functional checkout was performed. The unit passed all tests. The unit was returned with the new v-lock power cord to the customer site. A root cause of the reported event cannot be conclusively determined or correlated with the mpu through this investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate iii lvas instructions for use and heartmate iii lvas patient handbook instructs users on how to properly use and maintain their mpu. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient continued to have electric shocks when they come in contact with the system controller while it is connected to the mpu. The shocks are not experienced while connected to batteries. Initially it was reported there were no shocks while hooked to clinic power module. The patient experienced shocks on three different mpus. The mpus used included the patient's initial mpu, a loaner mpu to be used while the new mpu was ordered, and the new mpu. Both primary and back-up controllers are original and show some metal exposure from paint on the outer covering wearing off over time. It is only when the patient's skin contacts the exposed metal portions of the system controller that the patient feels the shocking sensation. The shock is described as constant, with increased intensity, the longer the patient maintains contact with the exposed metal on the controller. Patient describes the shock sensation to a similar feeling of touching a 9v battery to your tongue. After trying to isolate the occurrence to any single piece of equipment, the patient experienced the shocks while connected to the clinic power module. The shocks occur with both original controllers, connected to mpu at home and power module in clinic. After switching to a new system controller, patient did not experience shocks on mpu, clinic power module or batteries. The patient decided on their own to try to recreate the shocks with the new controller by using the screwdriver included in the controller box and touching the metal screws on the back plate. The patient touched their forearm to the screwdriver while it was contacting the screws and this caused the same shock sensation as previously reported. The patient was sent home with two new system controllers. No clinical adverse events were reported as a result of the shocks. Log file analysis observed a driveline disconnect which occurred from the system controller exchange. No other unusual events noted within the log files and the pump is maintaining the set speed. No additional information was provided.

Manufacturer narrative:
Patient weight was not provided. Approximate age of device - 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient has been experiencing electrical shocks from his controller when connected to mpu.